Event description:
During cath, pt had a brief episode of st-t wave changes and bradycardia following injection into the eno-venous collateral. A small amount of air was seen within the vessel during the injection. When EKG was reviewed it was felt that the changes were consistent with a transient change secondary to an air embolus during closure of fenestration.